Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluated device logs confirms the reported failure. Our field service engineer investigated the ventilator on site and solved the issue by replacing the pressure transducer. The replaced part was sent for further investigation. Simulated use testing of the returned pressure transducer passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. After the ventilation, the pressure transducer passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).